Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was confirmed with product return. Evaluation of the returned product confirmed the following: sterile packaging blister is damaged and foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification due to the foreign debris. The root cause of the foreign debris is the operator not following the work instructions provided. In addition, the root cause of the sterile packaging damage is likely to be damage during transit. This device falls within the scope of a corrective action, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the warehouse investigated circulated items in their stock and identified sterile packages damaged. No patients were involved. No further event information available at the time of this report.